Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and button contacts were found to be misaligned and adhesive was observed under the button contacts.

Event description:
The patient reported that the ok keypad button is unresponsive. He noted that the ok button was responding appropriately the morning of the incident when he gave a normal bolus for breakfast, but now, the button is unresponsive while attempting to bolus for lunch. The patient stated that the ok keypad button does not click and spring back when pressed, and that the button seems to be stuck in the down position. He also reported that the down arrow keypad button is overly responsive; while attempting to rewind the pump, he noted that presses of the down arrow keypad button caused scrolling through various screens. The patient stated that he removed the battery with no change in button responsiveness. He stated that he wears the pump attached to his belt, and reported that the pump is not exposed to cleaning products.